Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The issue was resolved after it was determined that a blockage in the cartridge caused the occlusion. Customer changed the necessary supplies and resumed insulin therapy.